Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Several unsuccessful attempts have been made to obtain medical records related to the event. If additional information should become available, a follow-up report will be submitted.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A peritoneal dialysis (pd) patient called technical services requesting for assistance with alarm issue on (B)(6) 2015 and reported being hospitalized for four days due to an infection. Follow up with the pd patient's registered nurse (rn) confirmed the patient was diagnosed with an episode of gram-negative cocci peritonitis and admitted to the hospital on (B)(6) 2015. This nurse stated the patient was noncompliant with practicing aseptic technique and stated the infection was likely due to touch contamination. There were no reported fluid leaks during treatment prior to infection. The nurse stated the patient continued continuous cycler-assisted peritoneal dialysis (ccpd) therapy while hospitalized, thus no treatments were missed. The patient was discharged on (B)(6) 2015 and as of (B)(6) 2015, the patient's signs and symptoms of peritonitis resolved, and the patient continued use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issue. Medical records were requested.